Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported unspecified "symptom of suspected bia-alcl" on an unknown side. The device remains implanted. It was reported that biopsy was negative for malignancy. Fluid collection and nodules were observed for the left side. The device has been explanted.